Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. There was a remote alert indicating the image processing computer was unable to boot, which can impact imaging. The system log files were reviewed remotely and identified an ippc (image processing pc) initialization failure and temperature is low in the technical room. The field service engineer (fse) inspected system onsite and confirmed that no symptoms were experienced by the customer, as it was a proactive remote alert from the radar. Upon troubleshooting, fse observed no failure in the air conditioning, advised the customer to adjust temperature in the technical room and performed ippc diagnostics using the pc diagnostic tools to resolve the issue. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer was unable to boot, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.